Manufacturer narrative:
The pt positive (B)(6) samples are unavailable for further eval. The cause for the pt discordant positive (B)(6) results is unk. All other (B)(6) tests performed were negative. No further evaluation of this device is required.

Event description:
Positive advia centaur (B)(6) results were obtained on a pt for samples collected on march 25, march 27, and march 30. All three sample results were confirmed positive with confirmatory testing. On april 11, the pt was drawn and tested for (B)(6) and the result was negative. The customer performed repeat testing and the result was negative. The pt sample from march 30, was sent out for (B)(6) testing and the result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.